Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.0 to 13.0 cm. From the distal tip. Internal insulation abrasion was noted at 13.7 to 14.5 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine generator change out due to normal eri, externalized conductors on the rv lead were observed. No electrical anomalies were detected. The patient was asymptomatic. The lead was explanted and replaced. The patient is stable.